Manufacturer narrative:
Following additional information provided, the customer confirmed that the catches were correctly locked before incident and the side support was not bent. The caregiver caught the patient, preventing him from falling on the floor. The investigation is on-going and conclusion is not yet available. Additional information will be provided within the next report.

Manufacturer narrative:
Arjo has received a request from customer to repair a concerto shower trolley, which was damaged during the incident. It was reported that the side rail broke during use. The caregiver caught the patient, preventing him from falling on the floor. No injury was reported to be a result of this event. Each arjo concerto shower trolley is assembled with four components called safety catches which are responsible for holding side supports (two catches on each side of the device) in upward position during use of the device for patient handling. The device was evaluated by the qualified arjo representative. According to the inspection results it was found that one side support catch could not be locked. The reason was that one of two side support safety catches was damaged near to the spindle. The side support was not bent. The customer confirmed that the catches were correctly locked before incident. Upon the attempt to repair the device the arjo representative noticed that spare parts show the same defect. Due to this finding, a stock sorting of these components at the manufacturing site was carried out and revealed that the same issue occurred on all components (hardly noticeable, but visible connection line/crack). Visual inspection of the defective parts showed that a thin gap could have been noticed only during component movement. Arjo has performed test to determine if safety catch with defect in question has enough strength and reliability for application environment and also is able to withstand the forces applied during use over the product life cycle without creating an unacceptable risk. The tests performed on catches with crack showed the crack increased in time and component did not withstand applied force of 1500 n. Therefore, the test result was negative. The potentially affected scope of products was assessed based on the review of recent history for this component, it was confirmed that problem was related to change of the supplier, who was approved to provide the safety catches in (B)(6) 2018. Arjo was supplied with last batch of safety catches manufactured by the previous supplier on (B)(6) 2019. First delivery of defective components was received on (B)(6) 2018 however affected components were released to production on (B)(6) 2018. Therefore it was confirmed that all concerto trolleys manufactured between (B)(6) 2018 and (B)(6) 2019 (date of initiated containment action) are potentially affected. All of the not distributed and potentially affected complete devices and spare parts were covered by containment action. Further investigation to establish exact cause of the detected safety catches defects was performed. According to the engineering change history for the product, an engineering change was raised and implemented on (B)(6) 2018 for parts manufactured by the new supplier. Its purpose was to increase the diameter of the safety catch holes. When the change was implemented it contributed to manifestation of the mold construction error. It caused that during injection molding process the material flow was different than it was before the change and as a consequence of the two factors, component was not fully molded. The air remaining in mold did not allow the material to connect, which led to creation of the connection line and crack. Based on the performed analysis, the venting system (for removal of excess air from mold) was found to be not sufficient. According to the drawn conclusions, a mold modification was implemented at the supplier's site. Based on the performed analysis, the root cause of the occurred failure was found to be related to both change of the safety catch specification and lack of the sufficient venting channels in mold construction. In summary, according to the gathered information the involved concerto/basic shower trolley was used for patient handling at the time of the event. Based on the performed evaluation of the device there was a side support safety catch malfunction, which contributed to the event occurrence. This complaint was decided to be reported to the competent authorities out of an abundance of caution due to the information that the arjo shower trolley was involved in event, that led to patient fall, which could have resulted in an injury occurrence. In order to correct this issue, on (B)(6) 2019 arjo has decided to perform a recall (manufacturer ref. Number: fsn-poz-002-2019). The recall strategy is to contact all affected customers regarding the issue and arrange an arjo service technician visit at their facilities in order to perform the safety catches replacement.

Manufacturer narrative:
Please note that investigation still on-going and the collected information is under review to determine the final conclusion.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The investigation is on-going and conclusion is not yet available. Additional information will be provided within the next report.

Event description:
Arjo has received a request from customer facility to repair a concerto shower trolley, which was damaged during the incident. It was reported that the safety catch on side support broke and the patient fell out. No injury was reported to be a result of this event.

Manufacturer narrative:
The device was evaluated by the qualified arjo representative. According to the inspection results it was found that the side support could not be locked anymore. The reason was that one of two side support safety catches (there are two on each side support) was damaged near to the spindle. The investigation is on-going and conclusion is not yet available. Additional information will be provided within the next report.